Manufacturer narrative:
The lens was returned with solution, blood, haptic and optic damage. The results from the product history record review indicated the lens met release criteria. Lens bench test could not be conducted due to the optic damage. The root cause could not be identified by the product investigation. Add'l info was requested by phone, fax and mail on 02/10/2012 and 02/13/2012. A completed questionnaire has not been received. (B)(4).

Event description:
A purchasing agent reported that an intraocular lens (iol) was exchanged due to dysphotopsia. The iol was exchanged with a different model and a different diopter power. Add'l info has been requested.